Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not function on battery power. No patient involvement, no patient harm.

Manufacturer narrative:
(B)(4)..